Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that blunt knife was found during main incision for intraocular lens implantation surgery. The surgery details were unknown. There was no further patient impact was reported. Additional information has been requested but is not available at the time of this report.